Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker developed an abscess on their neck six months post implant. It was also noted that the patient was diabetic and had other non-healing ulcers. This device and the leads were subsequently explanted due to infection. It was reported the infection was not related to a device procedure. The patient expired one day following the explant.